Event description:
End user reports unit is leaking a black oil like substance, it is coming out of the bottom from what she can tell, contacted alex int tech, he recommends to stop using the unit and take to dealer immediately, advised end user of this.